Event description:
The customer reported that the device restarts automatically. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was verified during lab tests. Som pca was corrupt on this processor board. The available information is consistent with a malfunction of the processor pca. The cause was a corrupt som pca.